Event description:
Info received indicates the brake pedal will lock into place, but one of the foot end casters would still move from side to side.

Manufacturer narrative:
The tech replaced the foot end caster and installed a brake/steer upgrade kit to repair the stretcher.